Manufacturer narrative:
D1: corrected. D4: corrected. D10: concomitants: (B)(6) 02-020-11-0340 - truliant ps cem fem ps cem right sz 4. (B)(6) 02-022-44-4011 - truliant tib imp psc insert sz 4, 11mm. (B)(6) 02-022-45-4040 - truliant tib fit tray cem sz 4f / 4t. (B)(6) 200-07-35 - advanced patella 35mm 3 peg implant. (B)(6) 201-78-15 - holding pin mini sharp point 4 pk. (B)(6) 521-78-23 - threaded pin size 2.3 collared 2pk. (B)(6) 521-78-23 - threaded pin size 2.3 collared 2pk. (B)(6) 521-78-32 - threaded pin size 3.0 collarless 2pk. (B)(6) 521-78-36 - threaded pin size 5.1 collarless 2pk. (B)(6). A10012 - gps implant kit v2. G4: corrected. H6: corrected. The following: health effect - clinical code, health effect - impact code, medical device problem code, component code, type of investigation, investigation findings, investigation conclusions. Manufacturer narrative updated: the reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear, range of motion, and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Event description:
It is reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2021, with no revision surgery reported. There is no device information provided. No radiographic images of the device are provided. There is no other information available.

Manufacturer narrative:
H10. Pending investigation.